Event description:
Patient to clinic stating 5fu pump has been alarming and is now off. Turned pump on, according to volume, no 5fu received by pt. Chemo bag appears full. Leak noted from tubing. Inside of bag wet. Bag was open when pt came to clinic; he was found to be touching area where leak located. Pt instructed to wash hands with soap and water. Upon assessment hands appear wnl; pt denies discomfort. Pt admits to pushing buttons on the pump; states pump started alarming yesterday; he attempted to shut it off and restart it. Pt states pump alarmed again today so he shut it off and came to clinic.